Manufacturer narrative:
Date sent to the FDA: 7/23/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2015 during which the surgeon noted to have balled up without having incorporated into the surrounding tissue. There was some granular seroma materials in the area, which was resected along with the mesh. It was reported that the patient experienced severe pain, bulging, scarring, stress and anxiety. No additional information was provided.